Event description:
On (B)(6) 2009, a gore tag thoracic endoprosthesis was implanted to treat a thoracic aortic aneurysm. When advancing the device around the curve at the distal end of the aneurysm, the olive separated from the catheter which caused the proximal end of the device to partially deploy. The physician was able to endovascularly remove the device, and snare and remove the olive from the pt. Afterwards, a 44 mm medtronic stent was successfully placed. The aneurysm was excluded and there was no endoleak or any other adverse events reported. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is going to be conducted. The images were requested. The device has been sent for analysis. Further info is going to be provided.